Event description:
General report received of an unspecified number of undocumented incidents of no flow. On unspecified dates, it was reported that unspecified primary tubing sets were being used to deliver unspecified medications via pumps. At unspecified times, the option-lok male adapter of the secondary tubing sets were connected to the proximal y-site of the primary tubing sets for piggyback deliveries of unspecified medications. The primary solution containers were hung lower than the secondary solution containers. The customer contact reported that after the deliveries were started, no flow of solutions were noted. It was reported that the secondary tubing sets were replaced and the therapies were initiated. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.